Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps channel port was shaved, the connecting tube had the coating peeling, water tightness was lost due to a pinhole on the bending section rubber, the light guide lens was discolored, the distal end was dirty and dented, the adhesive on the bending section rubber was detached, the bending section rubber was dirty, the light guide cover glass was scratched, the connecting tube was cut, the image guide protector was dirty, the grip was scratched, the control unit was discolored and scratched, the up/down plate was discolored, the angulation lever was dirty, the suction cylinder was dirty, the switch box was dirty, the scope cover was scratched, the universal cord was dented, the protector of the universal cord on the scope connector side was scratched, the scope connector was scratched, the electrical connector was corroded, switch 1 was dirty, the bending tube was deformed, the bending angulation in the up/down direction was out of standard, the image had shadows due to damage on the charged coupled device, and the specified resolving power was not obtained due to damage on the charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope had leakage from the bending section rubber and there was low angulation. The issue was found during reprocessing. Inspection and testing of the returned device found the forceps channel port was shaved and the connecting tube coating was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that the customer¿s reported problem was caused by physical stress, chemical stress or storage environment. However, a specific root cause could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: preparation and inspection. Inspection of the endoscope: ¿confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.2. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair.¿. Operation: using endo-therapy accessories. ¿warning: if the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories, cause some parts to fall off and/or cause patient injury.¿. ¿important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿. Reprocesing manual_ general policy. ¿precautions warning: this instrument is not durable or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use and use under responsibility of a physician. Do not use if any abnormality is found.¿. Olympus will continue to monitor field performance for this device.